Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. No yellow line on the display. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they fell on the insulin pump and the pump alarms continuously. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen displays a yellow line across the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.